Manufacturer narrative:
(B)(4)

Event description:
The pt experienced as loss of therapeutic effect and no stimulation sensation following 2 falls. Specifically, she fell 3 weeks ago while hiking in the mountains and also fell in the bathtub. It was noted that she was prone to falls because she loses her balance. She met with the company rep and was reprogrammed so, she now felt the stimulation.